Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with hyaluronic acid in gonion and chin with no complications during procedure. The next day, the patient experienced erythema, pain and preauricular phlogosis, added to ipsilateral conjunctival suppuration. The patient consulted an otolaryngologist and the condition was interpreted as a soft tissue infection. Cephalexin was indicated.